Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred after the device was fired on the bile duct, and the tissue which was near the event occurred was torn. There was no bleeding, but the bile leakage was confirmed. It was difficult to deal with the leakage via the laparoscopy, so the surgeon converted to open surgery to complete the case. After converting to open surgery, the surgeon performed transfixion suture to the leakage. "It was one week past the operation, as of (B)(6) 2019 and the patient was stable."